Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the screwdriver was broken.

Manufacturer narrative:
Visual examination revealed that the tip of the screwdriver blade was broken. The broken part was not returned. It was determined that the remaining part of one flank of the torx was plastically deformed in turn out direction, resulting from too high torsional forces. Furthermore, it was detected that the course of the fractured area as well as the fractured surface of the blade showed the appearance of a forced rupture resulting from very high torsional and bending forces. Additionally, pressure marks at the slot area of the blade were visible pointing to the occurrence of high bending forces. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material, manufacturing or design related issue.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the screwdriver was broken.

Manufacturer narrative:
Investigation in progress but not yet complete.